Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
An endeavor sprint drug eluting stent was implanted in the lad during the index procedure. Mi and stenosis in the lmt and lad was reported to have occurred approximately 28 months post index procedure. A CABG target vessel revascularization was performed as treatment. Investigator indicated that the event was not related to the study device. Patient recovered.

Event description:
During the previously reported revascularization 28 months post index procedure the patient was also treated with a non-mdt stent.

Manufacturer narrative:
(B)(4)